Manufacturer narrative:
The 0 degree endoscope has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated and confirmed the customer reported complaint. Fa identified no image in the right eye. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the 0 degree endoscope instrument (470026-64/sf1941116) associated with this event has been performed. Per the logs, the instrument was last used on 28-feb-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to faulty endoscope. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the right eye of the 0 degree endoscope was not functioning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter had no further information. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.